Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information the reported difficult to remove (anatomy) appears to be due to procedural conditions. The reported inability to grasp the leaflets appears to be due to challenging patient anatomy. The reported unspecified tissue injury appears to be a cascading event of the difficult to remove and positioning failure. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known potential complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the clip and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted without issue. A third clip delivery system (cds) was advanced to be placed lateral to the two previous clips. While under the valve, small maneuvers were made to ensure perpendicularity to leaflets and position next to the clips. When the grippers dropped the posterior gripper was below the leaflet, therefore the grippers were raised and an attempt was made to move away from the posterior leaflet however the cds was stuck. The grippers were lowered and the cds attempted to move however it was still stuck. Troubleshooting was performed and the clip was able to be freed. The leaflets were attempted to be grasped three more times however was unsuccessful as imaging was difficult. A chordal rupture occurred during the grasping attempts. The cds was removed from the patient and once outside the patient, leaflet tissue was noted wedged behind the gripper. The posterior leaflet was noted to be torn and the mr returned to 4. The procedure was aborted at this point and the patient underwent mitral valve replacement surgery on (B)(6) 2021. No additional information was provided.